Manufacturer narrative:
Unit was received for evaluation. Refer to evaluation (B)(4). Received unit from lso after processing. Tip and case nose were bent upon receipt. Case nose was cracked at tip of needle. Appears to have been dropped. Would not prime. Fluid path blocked message due to poor flow at the damaged case nose and needle junction. Ultrasonic cutting function performed within all specifications. With needle cap installed, damage to the tip and case nose could not have occurred. Appears customer damaged handpiece (ie. Dropped or improper technique). The DHR for microtip lot 12713-03 was reviewed. The part met manufacturing specifications when released and there were no issues related to this complaint. (B)(4).

Event description:
Made low cutting noise and the needle was bent once removed from patient. Handpiece sent to lso.